Manufacturer narrative:
The root-cause could not be confirmed although the most probable root cause is possibly associated with mislabeling the sample tubes. All data provided by customer as well as econn data were reviewed and there was no indication of any malfunction. Instrument and reagents performed as expected. Incompatible crossmatch testing for the two samples alerted customer that abo type testing should be repeated. A corrected report was provided to clinician before transfusion occurred.

Event description:
Customer reported incorrect abo rh type for two samples that were testing by ortho vision. The samples loaded in consecutive positions (one next to the other) gave different results between first time of testing and when the test was repeated (abo rh type). Date: (B)(6) 2018, time 20:27. 1st sample ID: (B)(6). Encrypted sample ID (B)(6). Erroneously type as a positive. 2nd sample ID: (B)(6). Encrypted sample ID (B)(6). Erroneously type as o positive. Date (B)(6) 2018, time 23:08. 1st sample ID: (B)(6). Encrypted sample ID (B)(6). Correct typed as o positive. Date (B)(6) 2018, time 01:16 am. 2nd sample ID: (B)(6). Encrypted sample ID (B)(6). Tfc errors but forward and back type match with the correct type as a positive.